Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels that would not lower. The customer's blood glucose was over 400 mg/dl. The customer was treated with fluids at the hospital. She stated that she believed that something was wrong with her hormones that caused the high blood glucose. She was unsure of the date on which the event occurred and was unable to provide further details regarding the insulin pump. She declined troubleshoot assistance for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.